Event description:
According to customer, the cot allegedly dropped with a pt on board. The customer was unsure if there were any injuries stemming from the incident, but thought there "might have been."